Event description:
The manufacturer received information alleging touch screen did not work there was no harm or injury reported. While on phone with manufacturer customer support, customer plugged device directly into a wall outlet and confirmed the touch screen lock was not on. Request made for customer to perform a hard reboot and when device was plugged back in, customer was able to go through all the screens without issue. Customer had no other concerns but made decision to arrange for device to be sent in for preventive maintenance.